Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implantation, the lens injector failed and lens haptic got stuck. Additional information has been received and updated.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).